Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a symptom return since (B)(6) 2017. The patient also reported they couldn't connect to their ins with their programmer and had a poor communication screen since yesterday. The patient programmer showed the stimulation was on and they felt stimulation in the correction area. The patient stated they didn't have the antenna for the programmer plugged in initially so that was why they were not connecting yesterday. They will try to increase the stimulation. It was noted they would follow up with their hcp if the symptoms continue. This was reported as a sudden change in therapy/symptoms. No further complications were reported as a result of this event.